Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of intermittent cartridges. Reportedly, the cartridges were successfully filled with the original needle. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 167-180 mg/dl.